Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: pt is still experiencing difficulty lifting and soreness afterwards for more than three days. Pt stated that pain comes and goes. He is having difficulty climbing stairs, riding a four wheel, hiking and ridding horses. Pt stated that he is currently on meloxicam.